Manufacturer narrative:
(B)(4). Evaluation of the returned device found the handle was in deployed position and the interlock ears were not in lock position. Only the white suture/coiled suture lumen and the posterior medial needle which was deployed inside the barrel were returned with the device. The device was disassembled and needle scrapped mark were found on the barrel face and needle slot. The needle hit the needle slot during handle deployment causing the needle to bend inside the sheath causing the sheath to deform just below the holder stop ring. This confirmed the reported experience for this incident because the needles will not present at the hub. The evidence of needle strike mark on the needle slot suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degree, or the patient anatomical condition such as obesity, calcification or scarring of the site use in deploying the device can deflect the needles. A review of the device lot history record found no nonconforming material records relevant to this event. A search of the complaint handling database found no indication of a lot specific quality deficiency. Based on the investigation findings, the probable cause for the needle strike mark on the barrel face is related to the operational context in which the device was used and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after using the pull shaft by turning it counter clockwise before pulling the pull shaft, it was noticed that one needle did not come out of the device. An angiogram was taken and noticed the needle was stuck in the shaft, with the other three needles removed from the shaft. The patient had blood loss and did not feel well, however, a blood transfusion was not necessary. A second prostar xl and a surgical suture were used to close the puncture site and achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.